Event description:
Note: this is one of five reports submitted for five identical events. These reports are not related because they pertain to different procedures. Please refer to manufacturer report numbers: 3005099803-2012-01309, 3005099803-2012-01313, 3005099803-2012-01314, 3005099803-2012-01315, 3005099803-2012-01316. It was reported to boston scientific corporation that within the past several weeks, there were five cases of a contour vl ureteral stent heavily encrusting. According to the complainant, (B)(4). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiration date.(B)(4).